Event description:
It was reported that the patient experienced difficulty charging her spinal cord stimulation (scs) implantable pulse generator (ipg), causing the ipg to deplete. The ipg appeared to be on an angle, and quite deep (3-4 cm) within the ipg pocket site. Troubleshooting was performed however the issue did not resolve. It was noted that the patient had gained some weight, potentially up to 5 kg (11 pounds). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was retained by the medical facility.